Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint was determined to be reportable on may 16, 2017. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported via phone that the customer's screw from their femoral intrafix sheath and screw system broke during an acl procedure. The screw was pulled out of the patient and a larger screw was used to complete the case. No new bone hole was created. The sales rep stated that the patient had hard bone. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This complaint was determined to be reportable on may 16, 2017. UDI: (B)(4). Device not returned.